Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b6, d1, g3, h.6.

Event description:
Patient reported "leakage". Healthcare professional later confirmed "rupture" this record is for the right side. Device has been explanted and replaced. Implant has been discarded.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "leakage". This record is for the right side. Device has been explanted and replaced. It is unknown if the device will be returned.